Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient the presented to surgery following two prior lumbar fusion procedures with diagnosis of lumbar radiculopathy. The patient underwent a procedure for right l4-l5, l5-s1 foraminotomy, evaluation of posterolateral arthrodesis, removal of previous posterior instrumentation, posterolateral arthrodesis at l4-l5 and l5-s1 and removal of the bone stimulator. Bmp was mixed with actifuse and placed in the lateral gutters for posterolateral arthrodesis at l4-5 and l5-s1 bilaterally. Post-op the patient still had symptoms of low back and right leg pain and was diagnosed with post laminectomy syndrome and right leg radiculitis. Pt. Underwent a procedure for placement of spinal cord stimulator for pain management.